Event description:
Patient reported right side rupture. Healthcare professional reported "asymmetry, bottoming out plus lateralization, pain, and many bii symptoms." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.